Event description:
It was reported that the patient went to the hospital. It was reported that the needle mechanism did not fully retract as intended during activation. For treatment, the patient was given insulin. The pod was discarded. The patient was discharged after 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.